Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed and the rv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.